Event description:
The customer alleged the aer unit leaked cidex opa solution onto the floor. No injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) reported, unk cycles. The unit leaked fluid onto the floor. The fse discovered a crack in the basin. The fse replaced the basin and performed system verification. An empty wash/disinfect test cycle was also performed. The system conformed to the MFR's specs.